Event description:
It was reported that the health care professional had faced an issue that there is thrombus formation when groshong PICC line is inserted in child. Additional information received on 18-jun-2026: the patient had swelling, redness and pain in the upper arm where the catheter was placed. Thrombus was diagnosed due to the symptoms and checked by interventional radiology. The catheter was immediately removed. It is unknown how the thrombus was treated. No patient injury was reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.